Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridges noted that single use loading unit was partially applied. The interlock was triggered and the knife blade was advanced. Microscopic inspection of each knife blade displayed no damage. Pmv performed functional evaluation, which included resetting the sulu and reloading it with staples. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new inform ation become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon procedure, the device partially fired and only stapled part of the way through the bowel. Another stapler was used to complete the case. The patient status was unknown.